Event description:
It was initially reported through a company representative that a patient's vns system had presented high impedance and an increase in seizures. The previous patient consultation had taken place on (B)(6) 2012. On (B)(6) 2012 system diagnostics showed dcdc code 7, high impedance and output status "limit". Seizures reoccurred three weeks ago. They were possibly simple partial seizures. Their seizures have not returned with the same intensity, but perhaps with a similar frequency as before their vns implant. A battery life estimation was run and the expected remaining life until near end of service is yes was calculated to be 2.28 years. No trauma on the vns system is suspected by the follow-up physician. Review of the received x-rays slides indicated the following that the generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin was not fully inserted into the generator connector block based on the review but not confirmed. The electrodes appeared to be placed in normal arrangement. A strain-relief bend was used, but no loop was present. One tie-down was used, but not as specified by labeling, as it was used to hold the upper part of the lead body, where no loop was present, and the strain-relief bend did not have any tie-down holding it.. Part of the lead was behind the generator. No acute angles or clear breaks were found in the parts of the lead that were visible and could be assessed. Based on the x-rays images, the cause for the high impedance was suspected to be the lead pin not fully inserted into the generator connector block. Further information was received from the follow-up physician stating that the pin insertion was not found to be compromised during the surgical revision that the patient underwent on (B)(6) 2012. The pulse generator was replaced and upon connecting the new device to the implanted lead, high impedance was found again. The lead was replaced, too. The explanted devices were disposed of by the implanting facility.

Event description:
On (B)(6) 2013, it was reported than the generator explanted on (B)(6) 2012 was available for return. The device was returned on (B)(6) 2013 and is undergoing product analysis.

Event description:
Product analysis was approved on (B)(4) 2013. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Manufacturer narrative:
Manufacturer reviewed x-rays. X-rays reviewed did not reveal a lead break. It appeared that the lead pin was not fully inserted based on the view available. This was later confirmed not to be the case in surgery. Device malfunction occurred but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device available for evaluation, corrected data: previously submitted MDR indicated that the lead was available for evaluation. Only the generator was returned. This report is being submitted to correct this information. Corrected data: previously submitted MDR indicated that the lead was pending evaluation. Only the generator was returned. This report is being submitted to correct this information.